Event description:
It was reported that this lead was explanted, but no specific allegation or device anomaly was provided. No additional adverse patient effects were reported. No further information is available from the field.